Event description:
Customer reported a time discrepancy on their device, with the displayed time being incorrect by more than five minutes. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in updating the pump time and advised monitoring for future discrepancies, with the customer understanding and acknowledging the guidance.